Event description:
My dexcom g7 has been horrendously inaccurate in reporting my blood glucose numbers, but last night I nearly passed out from it not alerting me of a low blood sugar while sleeping (middle of the night) until I was at 38! This is horribly dangerous & I actually had to wake my husband to help me because I genuinely felt like I was dying. I have had type 1 diabetes for over 26 years & I have never felt as awful as I did last night. If my sensor was working properly, I would have been alerted as soon as I dropped below 65. It never made a peep, I simply woke in a panic, disoriented with a racing heart rate, dizzy, confused, and unsure what to do when again, I've had this for over 26 years. Completely unacceptable that these are still on the market & I will be switching off of it immediately.